Event description:
The customer reported via phone call that their insulin pump had scratches on the screen and that the buttons were sticking. The customer's blood glucose was 110 mg/dl. While troubleshooting for the cosmetic damage, the customer further explained that it was, at times, very hard to read the screen of the insulin pump. The customer also stated that they would have to push really hard on the buttons in order for the insulin pump to respond. The customer declined troubleshooting for the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The all of the buttons on the insulin pump had intermittent button response due to flatten dome switch. The device had cracked case at the display window corner, minor scratches on the lcd window, cracked reservoir tube lip, and cracked reservoir tube.